Event description:
At the end of the surgery we did a plain x-ray and a CT scan to rule out the possibility of a foreign body. There was none and we therefore proceeded to MRI which was reported as showing no evidence of residual tumor. Pt was therefore taken to the intensive care to be awakened and assessed for extubation.